Manufacturer narrative:
Additional information b5: medtronic received additional information that from time to time the customer was unable to start the centrifugal pump, the rpm knob was on, but the pump did not start at all. There was no visible air in the system/tubing. The bio-console was in use for 1 second before powering off. The hand crank was not used to maintain flow. It was stated that the customer probably started the case on battery power by mistake and when they realized, the instrument was turned off by mistake for a moment and the customer switched the instrument to wall power. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the bioconsole is equipped with two electrical switches. One is for turning on the other is for switching to wall power. Without switching to wall power console is able to work on battery power.the customer did not use replacement because after switching the bio-console to wall power they performed and completed entire procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: the reported centrifugal pump and error issues were verified during service. The service technician observed that the rpm knob adjustment was out of specification, the current user interface (ui) software version was 2.u02.009 and base unit software version was 02.b02.003 and errors 68 and 72 occurred in the log file. The issues were resolved by updating the ui software version to 2.u02.011, updating the rpm pot bushing as part of a technical services update and by replacing the cable assy internal ui 560, the bushing pmeter bronze 045 and the control shaft seal th bc. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 controller instrument had a service error issue, and powers off during operation. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.